Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The plunger rod-rubber stopper is all the way down. The break out force was measured, giving 21.10n and the sustaining force was 16.85n. Sustaining force specification is<20n. Break out force specification is<40n. Readings are within specification therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the second complaint for the lot# 8717571 for the same defect or symptom. There was no documentation of issues for the complaint of (B)(4) during this production run. Root cause description: couldn¿t be determined, sample received is within specification. Rationale: couldn¿t be determined, sample received is within specification.

Event description:
It was reported that during use of the bd posiflush¿ normal saline syringe the plungers could not be pushed forward.